Event description:
B. Braun was contacted by a technician asking for support on troubleshooting. The technician was doing electrolyte testing on a machine on which a patient had died during dialysis therapy. The testing was done as part of the customer's procedure when a patient died. The customer did not suggest that the device caused the patient to code and pass. The electrolyte sample for ca++ was 0.1 meq/l out of davita´s tolerance for calcium, which 2.5 ± 0.1, the sample resulted in a calcium value of 2.3 meq/l. The customer took another dialysate sample, and this sample was good. The conversion factors for the concentrates being used (both bicarbonate and acid concentrate) were found to be correct. No sample, no machine data record of the therapy and no details regarding the technical safety inspection were made available for investigation. Thus, investigation of the case has been performed based on the reported information and data. Further information that was received states that temperature and conductivity were tested with an external meter. The comparison measurement was found to be ok. As the concentrates used and the conversion factors configured on the machine are unknown, it is not possible to assess correctness of those values. However, the customer stated that the conversion factors were correct. The customer further informed that the machine was recalibrated and put back to service. It is not clear which values were calibrated and why, since previous information stated that the temperature and conductivity values were ok, that is, within the specified values. Based on the available information, the investigation does not show any evidence or indication of a malfunction of the used dialog+ dialysis machine. There is no product deviation. In general, all safety relevant functions are tested during the self-tests in preparation. Without having passed the self-tests a therapy start is not possible. If during therapy a safety relevant malfunction occurs, the machine triggers an alarm and switches to patient-safe mode. The bicarbonate and final conductivity of the dialysis fluid are checked during preparation and continuously monitored throughout the whole therapy. If an error regarding conductivity happened in preparation an alarmed would be triggered and a therapy start would not be possible. If an error regarding conductivity happened in therapy, the device would trigger an alarm and would default to patient-safe mode. During the preparation phase and during therapy incorrectly working gear pumps are detected by the machine and will be alarmed. If a failure occurred in preparation phase the machine would not pass the self-test and therefore a therapy start would not be possible. If the failure occurred during therapy the machine would trigger an alarm and would default to patient-safe mode. In the IFU chapter "connecting concentrate" is described: "risk to the patient due to incorrect composition of dialysis fluid! Ensure that the correct concentrates are provided for the intended therapy. Only use concentrates whose printed use-by date has not expired. Only use originally closed and intact concentrate containers. Observe storage information on concentrate containers. It is recommended to use concentrates produced by b. Braun avitum ag. When concentrates are used that are not produced by b. Braun avitum ag the correct mixing ratio and composition has to be checked on the concentrate label." In conclusion, based on the analysis and evaluation of the provided information there was not malfunction of the device and the device has not led to the patient's death. This is in line with the customer's statement. This case is classified as not reportable to the competent authority by the manufacturer.